Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic lower anterior resection procedure, the instrument drive unit (idu) moved down too quickly when inserting the instrument. The team continued using it. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic lower anterior resection procedure, the instrument drive unit (idu) moved down too quickly when inserting the instrument. The team continued using it. There was no patient injury.

Manufacturer narrative:
Updated information: h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the provided video, field service report and device data logs for the reported arm cart assembly. Evaluation of the provided video is 00:16 secs in length and it is displaying an instrument drive unit of the arm cart assembly. In the video it can be seen that when the instrument drive unit button is being pressed by the personnel, it slides down to the z-slide of arm without any effort/force being applied when it should be going up. This behavior is seen from 00:01 seconds to 00:08 seconds in the video. Also, when the instrument drive unit is being brought back up partially (not up to the start point) on the z-slide, the instrument drive unit comes up in the expected manner. Again from 00:13 seconds to 00:15 seconds the personnel again presses the button and the instrument drive unit slides down the z-slide without any efforts or force. Evaluation of the field service report indicates that the startup specialist reported to the technical service specialist about the instrument drive unit of the arm cart assembly moving down too quickly when inserting the instrument. The field service engineer on site was able to confirm the issue that the joint force sensor on robotic arm joint 5 was not working correctly. Joint force sensor calibration was performed on the arm cart assembly to resolve the issue. After calibration the sensor of the instrument drive unit moved as intended. Evaluation of the device data logs did not reveal any specific log messages or recorded fault codes indicative of an anomalous or ac celerated downward movement of the instrument drive unit during instrument insertion. There were no error codes corresponding to the described behavior that were identified within the relevant time window. The available system data is insufficient to objectively e stablish that the reported instrument drive unit movement event occurred as described. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of this failure could not be determined. However, based on the information provided in the event, the most likely cause of the event could be due to the joint force sensor on robotic arm joint 5 not working correctly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.